Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The ra lead was connected to the new pacemaker. The patient was stable throughout.